Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of blunt scissors could not be replicated or confirmed, as the event unit was able to cut both thin and thick materials. The event unit met current specifications, and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic ileoanal pouch formation. The registrar was using the scissors to cut adhesions in the abdomen. The consultant took over the procedure and noticed that the scissors were blunt compared to usual. The consultant asked for these to be changed for fresh scissors as a result. The registrar then said that they had been struggling through the case with the scissors being blunt. The freshly opened pair of epix scissors worked as usual with no problems. Intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic ileoanal pouch formation. The registrar was using the scissors to cut adhesions in the abdomen. The consultant took over the procedure and noticed that the scissors were blunt compared to usual. The consultant asked for these to be changed for fresh scissors as a result. The registrar then said that they had been struggling through the case with the scissors being blunt. The freshly opened pair of epix scissors worked as usual with no problems. Intervention: change of device. Patient status: no patient injury.